Manufacturer narrative:
A video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, catheter irrigation was observed dripping. However, the reported issue cannot be confirmed since the pump settings were not observed on the video. A manufacturing record evaluation was performed for the finished device number lot 31547377m and no internal action related to the complaint was found during the review. The customer complaint was not confirmed based on the video received. The device has not been returned for analysis and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of "appropriate term/code not available (c22)" represents video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch and during the operation, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no patient adverse event reported. Additional information was received on 22-apr-2025. It was indicated that for patients undergoing pre-flushing surgery, gauze is used to cover the head end, but there were water droplets falling. After the catheter entered the body, the pump reported an error bubble. Even after using a three-way drain, the error bubble still occurred. The surgeon removed the large head from the patient's body and drained it again. It was found that the catheter was blocked and unable to drain normally. Using three-way drainage, it was found that both the pump and pump pipe were fine and could drain normally.